Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had broken cable. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additionally, the instrument was found to have a frayed pitch cable at the clevis hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.